Event description:
From travel nurse dr. And dr. Were doing a lap hysterectomy and were laparoscopically closing the cuff. One of the endostitch needles broke in half inside the cuff. They continued to search around laparoscopically and nothing was found. I called charge for direction, then immediately called radiology. While we waited on radiology, both surgeons searched vaginally. Nothing was found. Radiology tech took a series of shots in and out of stirrups. You could see the broken suture on the ap xray. Radiologist called and requested another series of shots. Still seen on ap. Object was not able to be retrieved from patient.